Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. It was reported that the emergency services were called to the patient's home. The patient was bradycardic. An attempt to interrogate the patient's device was made however error messages were displayed and a full power on reset (por) was suspected. No capture of the myocardium was noted on the programmer. Diagnostic data was deleted and all parameters were turned off. The patient was admitted however after introducing an external device lead thresholds were not measurable. The patient then was pronounced deceased. It was also reported that the device showed premature elective replacement indicator (eri).